Event description:
Patient's (pt's) home health nurse reported that the pt's pump failed and alerted "system timeout" and the nurse is unable to bypass the alert. Pt's nurse was advised that the device would need to be replaced and the home health nurse reported they have started infusing pt's medication via gravity. Device serial number was not provided. Pt's nurse did not report the pt experiencing any adverse events or missed doses due to the product issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 60gm gammagard s/d (low iga). No additional details, dates, or information provided. Nonfamilial hypogammaglobulinemia.